Event description:
It was reported that the channel was not being recognized. Per biomed, the iui was changed and there has been no further issues. Upon initial assessment of the involved devices by manufacturer representative it was noted suspect module had a sticking module latch assembly and sticking door latch assembly. It was noted the pcu had green/blue deposits on the iui (m) connector. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the channel was not being recognized. Per biomed, the iui was changed and there has been no further issues. Upon initial assessment of the involved devices by manufacturer representative it was noted suspect module had a sticking module latch assembly and sticking door latch assembly. It was noted the pcu had green/blue deposits on the iui (m) connector. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of a channel was not being recognized was not confirmed with the information via email logs only and no devices were returned for the investigation. Laboratory testing of the suspect pump modules and concomitant pcu could not be performed as incident devices were not received for this investigation. The facility did not provide infusion details. A review of the pcu event log showed on (B)(6) 2025 at 2:31 pm the user selected ¿yes¿ to ¿new patient¿, the profile in use was not identified. The user programmed a guardrails IV fluids at a rate of 100ml/h with a vtbi of 500ml, the infusion was started, pvi = 0ml. At 2:40 pm the pump module alarmed door opened, then alarmed check IV set, the user pressed channel off, pvi = 14.638ml. According to the bd alaris¿ user manual v12.1, states that application of adhesive tape or other materials to the sides of the pcu and modules can prevent proper latching. When properly secured/snapped, the release latch provides a very secure connection between modules. If not properly latched, a module can be dislodged during operation. The best practices for cleaning bd alaris system devices tip sheet states to not use a device with any damage, cracks, surface contaminants, or discoloration on the iui connectors. Send it to biomedical engineering for repair. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Root cause: the root cause of the reported the channel was not being recognized was not determined as no devices were returned for investigation.